Manufacturer narrative:
Correction: event date, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 15-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the caller stated that the patient had a "lead revision" today for migrated leads. The caller did not have much information or the event date and stated that the patient was just "on the schedule today" for the surgery. The caller stated that the doctor informed her today that he might have not got the leads "tied down tight" on the date of implant, but "wasn't sure" which could have led to the lead migration. The caller mentioned that the doctor stated this was because the patient was "kind of bucking off the table" on the day of implant. The caller further clarified that the "anesthesiologist didn't do a good job of keeping the patient comfortable". The caller was not there on the date of the implant, but stated this is what the healthcare provider (hcp) told her today. The caller stated the patient got a "good placement" today at the revision and stated the patient is doing well. There were no falls or trauma related to this event. No further complications were reported. No additional patient symptoms were reported.